Event description:
It was reported that there was a previous lead warning, high impedance, increased threshold and decreased sensing on the atrial lead. Now the atrial lead is undersensing atrial fibrillation and high impedance paces. There was also high bipolar impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.